Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the cause of the resistance/kink was speculated that the inner lumen of the ruikangtong microcatheter was too small and was incompatible with the fr stent. There was resistance in the proximal section of the catheter. The continuous saline flush was administered and maintained as indicated in the IFU.

Event description:
It was reported that during a procedure to treat an ischemic stroke in the left middle cerebral artery m1 segment using a solitaire fr stent, several issues were encountered. The stent was observed to be kinked during the procedure, and resistance was encountered while attempting to deliver the stent through the microcatheter. The stent felt rough when pushed, and there was difficulty in advancing the solitaire fr through the microcatheter. Vessel tortuosity was noted to be moderate. Part of the thrombus was removed using swim technology, but thrombus remained on the upper trunk of m2 and was suspected to have escaped. The proximal end of the stent and the end of the push rod were damaged.  The stent was replaced with a ruikangtong jrecan stent, and a second swim thrombectomy was performed, successfully removing the thrombus and completing the operation. The procedure involved the use of an 8f femoral artery sh eath, a 6f neuronmax guide catheter, a ruikangtong willskey microcatheter, a penumbra ace 68 distal access catheter, and a stryker synchro2 guidewire.  The patient's baseline mrs score was 3 and post procedure was 1. The patient's baseline nihss score was 14 and post procedure was 5. The patient's baseline tici score was 0 and post procedure was 3. Intravenous tissue plasminogen activator (tpa) was not contraindicated. There were 2 passes made with the device. Stroke onset to reperfusion time was 7.5 hours.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the solitaire fr 4-20 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. The non-mdt (willskey) catheter was not returned with the stent. Damaged location details: the solitaire fr 4-20 stent¿s working and non-working lengths were in good condition. No irregularities were found outside the proximal marker. The marker coil appeared to be kinked, and the pushwire was kinked at the detachment zone. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr 4-20 stent device cannot be used for resistance testing. Conclusion: based on the reported information and device analysis, the customer¿s complaint was confirmed, as the returned solitaire fr 4-20 stent device was damaged (kinked pushwire and marker coil). The damages likely occurred when the customer attempted to advance the solitaire fr 4-20 stent device through the non-mdt (willskey) catheter against resistance. However, the root cause could not be determined. Possible causes include vessel tortuosity, an incompatible/damaged catheter, and a lack of continuous flush with heparinized saline during delivery. In this event, the customer stated that the vessel tortuosity was normal, and the non-mdt (willskey) catheter was compatible with the solitaire fr 4-20 stent device as it had a labeled inner diameter (ID) of 0.022 inches, ruling out vessel tortuosity and an incompatible catheter as potential causes. In addition, the customer stated that a continuous saline flush was administered and maintained; however, it was not specified if it was with heparinized saline. Therefore, we cannot rule out a lack of continuous flush with heparinized saline during delivery as a potential cause. Thus, a damaged catheter and a lack of continuous flush with heparinized saline during delivery may have contributed to the resistance complaint. Since the non-mdt (willskey) catheter was not returned, any contribution to the resistance issue could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.